Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low out of range pacing impedance measurements with noise that was reproducible with isometrics. Subsequently the lead was surgically abandoned due to a clavicular crush. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.